Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed signal artifact monitoring episodes and some ventricular events. At the ventricular events, noisy signals and over sensing was observed, as well as under sensing at both the rv lead channel and right atrial lead channel. A minute ventilation termination algorithm was observed at the rv lead channel. There was more than two seconds pacing inhibition recorded and the patient is highly ventricular paced. The first ventricular event appears to be real. There appears to be a dual tachycardia with atrial fibrillation and perhaps a rapid ventricular response (rvr). Other episodes showed noisy signals but could be ventricular fibrillation (vf). As the device is a pacemaker is not intended to treat vf. Boston scientific technical services (ts) asked what procedure the patient was having and the field representative did not know. This is going to be discussed with the physician. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed signal artifact monitoring episodes and some ventricular events. At the ventricular events, noisy signals and over sensing was observed, as well as under sensing at both the rv lead channel and right atrial lead channel. A minute ventilation termination algorithm was observed at the rv lead channel. There was more than two seconds pacing inhibition recorded and the patient is highly ventricular paced. The first ventricular event appears to be real. There appears to be a dual tachycardia with atrial fibrillation and perhaps a rapid ventricular response (rvr). Other episodes showed noisy signals but could be ventricular fibrillation (vf). As the device is a pacemaker is not intended to treat vf. Boston scientific technical services (ts) asked what procedure the patient was having and the field representative did not know. This is going to be discussed with the physician. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.